Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized at (B)(6) 2014 evening or a high blood glucose level. The glucose level was unknown. The customer experienced diabetic ketoacidosis. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with assisted with trouble shooting and found that there was nothing wrong with the insulin pump. No further information was provided.